Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.

Manufacturer narrative:
B3 date of event - correction b5: describe event or problem - correction/additional h2 correction/additional information h6 health effect impact code - additional- added "hospitalization"

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the thigh on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced sensor failure. The patient experienced trouble breathing. According to the report, because the sensor failed, the reporter did not see how much glucose was present. It was not documented if the bg was monitored by alternate means after the sensor failed. The length of time out of sensor session by the onset of symptoms was not documented. The patient was taken to the emergency department (ed) on (B)(6) 2024 for hyperglycemia. There, he was given oxygen due to dyspnea and an unremembered mediation to lower the glucose level. At the time of the report, the patient was out of the hospital (after 2 days) and fine. Documentation states the patient uses insulet omnipod5 reportedly not in hybrid closed loop. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the thigh (B)(6) 2024, which is off-label usage of the device. On 10/24/2024, it was reported by the parent that the pediatric patient experienced sensor failure. The patient experienced trouble breathing. According to the report, because the sensor failed, the reporter did not see how much glucose was present. It was not documented if the bg was monitored by alternate means after the sensor failed. The length of time out of sensor session by the onset of symptoms was not documented. The patient was taken to the emergency department (ed) on (B)(6) 2024 for hyperglycemia. There, he was given oxygen due to dyspnea and an unremembered mediation to lower the glucose level. At the time of the report on (B)(6) 2024, the patient was out of the hospital and fine. Documentation states the patient uses insulet omnipod5 reportedly not in hybrid closed loop. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.